Event description:
Customer alleged frame on right side is dented and cracked. No injury alleged.

Manufacturer narrative:
The consumer stated that the right side frame is cracked and dented and cannot be used. Consumer is afraid that it will crack more. No injury alleged.